Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07053. The patient received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the patient has not used the scs system for a few months. The patient is experiencing stimulation in the wrong area and is unable to shut the stimulation off. The patient also reported that she cannot recharge the ipg device.